Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill o low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "they are reporting issues in the or. They draw with syringe and use a btd. The tubes the or is using expire april 2021 and she is wondering if that might be the issue. The syringe does cause a drag when transferring. The clinics are also having problems but she states that they use all bd products and if they draw with a wing set that they use a citrate tube as a discard tube. "

Manufacturer narrative:
H6: investigation summary no samples and 1 photo were returned to be evaluated from catalog 363083, lot number is unknown. The photo shows the liquid in the tube below the desired fill line; however, no lot number is known, so no further testing could be performed. The customer did state that the tube did expire 3/31/2021. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was able to confirm the customer¿s indicated failure mode with the photo; however, no samples were received, and no lot number known. The device history records could not be reviewed as the lot number is unknown. See h10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill o low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "they are reporting issues in the or. They draw with syringe and use a btd. The tubes the or is using expire april 2021 and she is wondering if that might be the issue. The syringe does cause a drag when transferring. The clinics are also having problems but she states that they use all bd products and if they draw with a wing set that they use a citrate tube as a discard tube. "